Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll singapore evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling, and full functionality stress testing with a known good battery without duplicating the report. The battery used at the time of the reported event was not returned for evaluation. Based on the testing performed, the device was determined to be working as expected. Customer was advised that the battery needs to be calibrated as necessary to maintain optimal performance. The device was recertified and returned to the customer. No trend is associated with reports of this type.